Manufacturer narrative:
The device is not available for evaluation at this time. Should the device or further information become available, a follow-up report will then be issued.

Event description:
It is alleged customer was driving the scooter down a ramp in her housing area when she fell over sustaining injury.